Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was not found on bus. A field service engineer found auxiliary drawer was not detected on bus and drawer board had no lights, then reseated cables and noticed that retractable ribbon was not connected to drawer board. Further, the fse reseated all cables and checked components to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not found on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.